Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determne the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that durign a coronary drug elutng stenting treatment procedure, balloon withdrawal difficulity occurred. The 60% stenosed lesion was located in the noncalcified, nontortuous mid left anterior descending (lad) artery. The physician successfully placed a taxus liberte 2.25 x 12mm drug eluting stent to the b2 lesion in the mid lad, but reported balloon sticking upon removal. He reinflated the balloon to 3 atms and tried several times, eventually the balloon was retrieved. Additional information regarding this event has been requested. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.